Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found on the floor and a low heart rate was measured in the emergency room. It was also reported there was a fracture of the right ventricular (rv) lead which caused loss of pacing. The rv lead also had the following issues; high threshold, increased threshold over time, unstable thresholds and undefined impedance described as high. It was noted the implantable pulse generator (ipg) battery depleted due to high thresholds. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.